Event description:
On 10/14/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The exact date of the event was not reported; however, the user stated it occurred during the weekend of (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user, who resides in a long-term care facility due to brain damage from a previous epileptic fall, experienced a hypoglycemic event. The user reported feeling their bg drop and starting to have a seizure. The user lost consciousness and the next memory was waking up to emts at the scene. A certified nursing assistant (cna) had found the user seizing and called 911. Upon arrival, the patient's blood glucose was 25 mg/dl, and emts administered d10 IV, which raised their bg levels. The user was then transported to the ER for observation but was released after an hour without being admitted. The user requested additional training on the ilet system and will receive further support.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia came after approximately 9 hours of hyperglycemia that began after a supply change. Three meals were announced during this hyperglycemic period and the cartridge was changed again, with a total of 50 units being primed. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by increased insulin dosing from the ilet during the prolonged period of hyperglycemia, including the several meal announcements and tubing fill, increasing the risk of hypoglycemia.